Event description:
It was reported that a visitor was sitting on the removable foot section of this bed causing a bolt to break, and the foot section to slightly detach. Allegedly, the visitor fell and hit his head, and was taken to the ER for evaluation.